Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help.

Event description:
It was reported that a patient couldn¿t lay down because stimulation was ¿up too high.¿ it was noted that when the patient had stimulation on while lying down it ¿zapped her too strongly.¿ the reporter stated that the patient was able to turn the device off with the recharger and wanted to keep it off because she planned on taking a nap. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(4) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).